Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier (mlca) failed to apply the clip. The clip opened after it was applied to the patient's tissue. The customer used a backup mlca instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mlca instrument was inspected prior to use with no issue. Medium-large hem-o-lock clip was used. The clip could be closed and attached to the patient¿s tissue, but it was not locked firmly. It was unknown how many times the mlca instrument was used until the issue occurred. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.